Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a con. It was reported that the patient wasn't sure what was changed on the device. They met their healthcare professional (hcp) on (B)(6)2018. Nothing was changed prior to this issue; one morning they woke up and vomited and had diarrhea. They ended up in the ER. Since a change was made on (B)(6)2018, the patient woke up and only ate one time and, on that saturday and sunday, they had the same situation. They had severe nausea.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had a return of symptoms, which they noted to be sudden. They had been extremely nauseated and had vomited 3-4 times. This was not related to positional movement and no actions were taken at the time of the report. The symptoms returned over the last several days prior to the report. No further complications were reported or anticipated.